Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: impact code f23 captures the reportable event of requiring intervention (removal of cut part of sleeve) to prevent injury.

Event description:
It was reported that, during a retropubic sling procedure using an advantage fit ultra system device, after positioning and tensioning the mesh, on the patient's right side, the physician did not remove the clear plastic sleeve by pulling on the blue dilator. Instead, the sleeve was cut through at the patient's right abdomen. The surgical team searched for the clear sleeve, but they were not sure if they were able to retrieve it from the patient's body. The plastic sleeve was removed correctly on patient's left side. The procedure was completed with another advantage fit blue sling device. The physician deemed it safe to potentially leave part of the clear sleeve in the patient. No further patient complications were reported.